Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred outside of an isolated episode. Therapy was not exhausted. The device remains in service. The patient was given medications and will be monitored. No adverse patient effects were reported.